Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "system message occurred during the case" (device displays error message). A director of nursing reported system message occurred during the case. The system was switched out to complete the case. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system messages reported in the event log. The company service representative could not duplicate the system messages. The supervisor module was replaced for diagnosis purposes. The replaced supervisor module was returned to the itc and tested. The returned module passed all tests. No repair was done on the module before or after the test. A review of complaints did not indicate any additional, related reports for this system. The system message occurs when the supervisor module loses communication with the ultrasound sub-module. An internal investigation has been opened to address this issue. (B) (4). (B) (4). (B) (4).